Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
Olympus reviewed the following literature titled "a review of esophageal cancer esd cases in the tamba medical care area." Literature summary: 27 cases with 29 lesions. Device used: flushknife:itknife=28:1. Additional salvage treatment; crt: surgery 1:0. Complications; hemorrhage: perforation: stenosis = 0:2:2. All healed conservatively. . 25 survivors, 2 died (cause of death: lung cancer, exacerbation of copd). 8 metachronous cancers (2 esophageal cancers, 3 lung cancers, 1 head and neck cancer, 1 prostate cancer, 1 brain tumor.) 2 metachronous multiple esophageal cancers cured with additional esd . No deaths from esophageal cancer. Esophageal esd was performed in a small number of cases in community medical institutions, but complications were controlled and it was performed safely. Type of adverse events/number of patients: perforation n=2 and stenosis n=2. The deaths were determined to be not reportable. The authors stated the cause of deaths were due to: lung cancer, copd worsening.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial and/or lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the relationship between the device and the adverse event cannot be confirmed. There was no complaint reported on the subject device. There is no evidence of an olympus device malfunction. Therefore, the root cause cannot be determined. This supplemental report includes information added to b3, b5 and g2. Olympus will continue to monitor field performance for this device.

Event description:
The following additional information was received from the author: an olympus device did not cause or contribute to any of the patient adverse events described in the article. In addition, there were no olympus device malfunctions during any of the procedures.